Event description:
It was reported that within one day of implant there was oversensing and noise. Under fluoroscopy, the lead appeared kinked distal to the suture sleeve. Ultimately, the oversensing and noise were determined to be due to a loose setscrew. The lead was explanted and replaced, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429678 implantable pacing lead, (B)(6) 2013; 2088tc competitor implantable pacing lead, (B)(6) 2013. (B)(4).